Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide IFU states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported a proglide device was attempted via a 7f sheath after a percutaneous coronary interventional procedure. No femoral angiogram was taken. Reportedly, posterior wall was stitched, and the vessel was occluded. The occlusion and backwall stitch were treated via surgery. Hemostasis was achieved via manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.